Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 39 mg/dl. The cause of the low bg was not known; however, the contact believed that too much insulin had been delivered due to incorrect basal rates. The customer's family assisted the customer with consuming food and emergency services were called. The customer was administered an "IV" (no additional information provided). The customer's healthcare provider instructed the customer to change the carbohydrate ratio and correction factor settings. Tandem technical support assisted the customer with the setting adjustments. Current bg was 177 mg/dl.